Event description:
It was reported that the image quality on the 9800 system was poor. It was also noted that the camera iris does not respond when the system is in "dig spot" or pulse/hlf mode. There was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Identified the need to reseat the fluoro function board (ffb). Reseated the ffb. The system was tested and found to be working as intended and placed back into service.